Event description:
It was reported that a user replaced a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet displayed dosing stops and enter bg messages; the signal loss was limited to the ilet and connection was intermittent, and the user was advised on bluetooth troubleshooting. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included user education and basic connectivity troubleshooting. Investigation of this case revealed intermittent cgm-to-pump communication consistent with bluetooth connectivity disruption between the dexcom g7 and the ilet; the phone maintained cgm connection while the ilet experienced signal loss. It was concluded, based on previously established findings for similar reports, that the cause was probable wireless communication interference or pairing instability rather than a hardware failure.

Manufacturer narrative:
Initial.